Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by mi which was treated by implantation of one resolute onyx drug eluting stent. During the procedure a dissection of the lcx occurred. This was caused by a zuma guide catheter. The patient became hypotensive and had chest pain. The dissection was treated with four resolute onyx stents implanted into the proximal cx. The patient recovered. The event was assessed by the investigator as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the device or anti-platelet medication. The event was assessed by the sponsor as serious. Safety assessed the event as not related to the device or antiplatelet medication.

Manufacturer narrative:
Dissection was treated with 3 resolute onyx des and one resolute onyx des failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.